Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient developed endophthalmitis after a vitrectomy procedure. It was reported patient recovered. It is not known if this patient had an additional procedure and their eye washed out with steroids. Additional information was requested; however, none has been received to date. This is one of four cases from the same facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the facility. They indicated the patient was the first procedure of four procedures. The operative eye was the right eye. The endophthalmitis was confirmed during a secondary intraocular lens insertion four days after the initial procedure, which was a combined phacoemulsification, and pars plana vitrectomy procedure. The patient was given an intravitreal injection of antibiotics with an oral steroid on both the fourth and sixth postoperative visit and showed signs of recovering. It was noted that the possible causality factor was unknown for the cassette pak or balance salt solution though there was no device complaint. The surgeon indicated there was no subjective symptom.

Manufacturer narrative:
Additional information provided. This is the seventh complaint reported for this finished goods lot and the first reported for this issue. A review of the device history record indicates the order was built to specification. Endophthalmitis was reported after surgery. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established and is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The reported product was sterilized and all sterilization cycle parameters for this batch were verified for acceptability prior to release and re-examined after initiation of this complaint. Parameters met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).